Event description:
Cryoablation balloon ruptured during use with steerable introducer sheath being used for gaining access to left atrium. Patient went into v-fib and required multiple shocks to stabilize.